Event description:
It was reported that after a da vinci-assisted gastric bypass (roux-en y) surgical procedure, the patient developed a staple line bleed from one of the anastomosis sites, after using the sureform 60 stapler instrument. The clinical sales representative (csr) was told by the surgeon; after the completion of the procedure, the patient was passing black stool and vomiting. The surgeon believed the bleed was from the jejunojejunal (j-j) anastomosis because there was no blood in the vomit. A computed tomography (CT) scan was ordered, the patient did not require additional surgery, and was given 2 units of blood on the unit. The patient was in the hospital for 5-6 days and then discharged home. Csr stated a typical hospital stay for a gastric bypass patient is less than 2 days. Surgeon stated having no issues intraoperatively, except for a couple of pauses while using the stapler. Csr stated for a j-j anastomosis the surgeon always uses a white 60 reload. Additionally, the surgeon reported that this was the second case of a staple line bleed in the last four years.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Logs show for the sureform 60 stapler instrument (product number: 480460-09, lot number: k10230707-0197), was installed on the system 8 times and fired 6 reloads (1 white, 3 blue, 2 white, in that order). On the first two install attempts, the stapler failed to engage with the system. Msc logs show two instances of error code 22020, with parameters of the errors indicating that the roll axis hardstop check failed in each case. The next 6 install attempts were successful. On successful installs 1, 3, 5 and 7, the firings were completed with 1 pause for compression. On install 2, the firing was completed with 3 to 4 pauses for compression. On install 4, the firing was completed with no pauses for compression. The instrument was then removed and not used again in the procedure. Logs are attached.